Manufacturer narrative:
(B)(6). (B)(4). Siemens has completed a technical investigation of the reported event. Siemens reviewed the device log files and no device malfunction was identified. The root cause is attributed to a workflow issue due to the injector not being manually paired with the CT scanner when the procedure was manually continued. An application specialist informed the customer (user) about the correct workflow for this procedure and the issue was resolved. The CT system performs as specified. No further action is warranted at this time.

Event description:
It was reported to siemens that a CT topogram (low dose overview scan) with contrast performed with the somatom definition flash had to be repeated. The patient is a three (3) year-old male. The user terminated the contrast study (coupled with contrast media injector) after the topogram. When the user tried to continue the procedure manually, the injector (a separate medical device) was not manually paired again. This is when the CT scanner did not start the volume scan as intended. The user opted to repeat the complete procedure. There was no injury to the patient except for the additional x-ray dose. The patient's current health status is reportedly normal. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).